Event description:
It was reported by the patient that the physician noted "the 3rd lead wire fell out" and it would be repositioned or replaced. Follow-up with the physician's office was attempted, but no information could be obtained. The left ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.